Event description:
It was reported that an exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked when the spike of a non-baxter IV (intravenous) set fell off. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between september 15, 2023 ¿ september 17, 2023. The device and photo sample were received for evaluation. A visual inspection of the photo sample was performed, and the spike shows to be connected and fully seated. A visual inspection of the actual sample was performed, and the reported issue was not easily identified because the bag was delivered without the spike of the IV set. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.